Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 197, 117 and 165mg/dl. Tests were done within 10 mins. Pt using same finger stick for tests and expired solution. Pt did not experience any adverse events. No further info has been reported.